Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced pain around their ribs following the implant procedure. The patient¿s healthcare provider believed this was due to post-laminectomy syndrome and back spasms and recommended injections. The patient declined the injections and the device was removed. There have been no reports of further complications regarding this event.